Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified tibioperoneal trunk. A 4.00x38mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent was caught on a previously implanted non-bsc stent and was dislodged from the delivery system. The dislodged stent was then post dilated in the popliteal artery and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: promus premier us mr 4.00 x 38mm stent delivery system was returned for analysis. The stent was not returned for analysis as it was deployed in the patient during the procedure. The manufacturing data for this device was reviewed and no anomalies were highlighted with the crimp details. The maximum stent profile was within maximum crimped stent profile measurement. The balloon appeared to have been subjected to positive pressure and a vacuum pulled. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion revealed multiple kinks. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified tibioperoneal trunk. A 4.00x38mm promus premier drug-eluting stent was advanced to treat the lesion. However, the stent was caught on a previously implanted non-bsc stent and was dislodged from the delivery system. The dislodged stent was then post dilated in the popliteal artery and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.